Manufacturer narrative:
No service on the ventilator has been requested. The user facility performs service by themselves. Information about any part replacement and the current status of the ventilator has not been provided. Evaluation of received ventilator logs confirms a single occurrence of the reported technical error codes on the reported event date october 26, 2020. Prior investigation of similar events have showed that the reported technical error codes most probably is sw related. In these cases the technical error codes were preceded by a breathing subsystem error indicating a too long response time in an internal process, leading to that the breathing subsystem stopped executing. The breathing sw stops executing as a safety measure as the communication with the other subsystem is lost. The safety valve opens and spontaneous breathing is enabled. The root cause analysis done by code review for similar events found that the cause was exceeded response time that caused the technical errors. H3 other text: 4117.

Event description:
Manufacturer's ref#: (B)(4).

Event description:
It was reported that the nurse had removed the patient from the ventilator for a suction procedure and when the patient was placed back on the ventilator the nurse noticed that the ventilator was alarming and displaying 3 technical errors. The nurse reported that the ventilator was not giving breaths. The patient's oxygen saturation dropped to 58% and the ventilator was replaced. The reported technical errors indicated disabled valves, an expiratory channel failure and an internal communication failure. The final patient outcome was no injury. Manufacturer¿s ref.#: (B)(4).